Manufacturer narrative:
Product complaint (B)(4). Batch # r59a51. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Was the manual reverse button attempted? If so, did it function properly? If no, please explain. If the jaws of the device were locked in the closed position did the jaws of the device eventually open? Did the patient require a laparotomy/convert-to-open to manage the issue? If yes, please explain. Were there any patient consequences from the peritoneal lavage? If yes, please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The patient had an extension of hospitalization, with heavy antibiotic therapy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Were any staple formation issues identified throughout procedure? Does the surgeon believe that the need for peritoneal lavage is related to deficiency of ethicon device? How does the surgeon correlate the fecal leakage to device jamming? What is the current patient status?

Event description:
It was reported that when performing an anastomosis for a patient treated regarding for a colorectal cancer, the device got jammed with stapling issue. The issue has been noticed during using. There have been leaks of fecal samples which leading to peritoneal lavage. They have changed the device and the cartridge to finish the procedure.